Event description:
It was reported that the patient presented for a follow-up in clinic with discomfort. Upon interrogation, it was noted that the right ventricular lead exhibited muscle stimulation, low pacing impedance and noise over-sensing which resulted in pacing inhibition. Programming changes were made. The patient was in stable condition.